Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. Concomitant medical products: 419388 lead, implanted (B)(6) 2007. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high and undefined superior vena cava (svc) impedance. The alert was programmed off. Approximately three months later the lead exhibited high and rising defib impedance. The alert was programmed off and the patient was scheduled to have a new lead placed the same day. A new lead was not able to be placed because the patient was found to have an occluded vein. Programming changes, including increasing anti-tachycardia pacing and ventricular fibrillation detection zone, were made and the patient will be monitored. Two days later, the patient presented again due to a device alert. The lead now exhibited high and undefined pacing impedance. The impedance alert was programmed off. The left ventricular (lv) lead also exhibited high and undefined impedance. Approximately two weeks later it was discovered that the lead was fractured. The lead was capped and replaced. No patient complications have been reported as a result of this event.